Event description:
Procedure: colectomy. According to the reporter: the device did not work properly, the staples jammed. There was no adverse blood loss, or extension of the incision. Surgery time was extended by more than 30 minutes.